Event description:
The surgeon used an 11 mm plug and slowly tapped it into the defect. The plug snapped at the base of the non calcium portion. The surgeon removed the inserter and the tip was still in the sleeve. The base remained in the patient.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (07/2004 to 02/2007), which was prior to smith-nephew integration, has been conducted. As a result this complaint has been determined to be reportable.